Manufacturer narrative:
This was filed as a duplicate case in error. From now on, all follow up smdr's will be filed under MFR #2028159-2016-00037. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system shut down during a surgery and could not get it to reboot. The surgery was aborted. The patient experienced fluid that pushed back into the eye. The patient will need another surgery to remove the fluid. Additional information has been requested.